Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed electromagnetic interference (emi) during a procedure on (B)(6) 2026. Therapy was not delivered due to a magnet being placed. Also, signal artifact monitor (sam) was disabled due to the emi. On april 6th, 2026, a barostim device was implanted in this patient. During that procedure, noisy signals were observed but they were not oversensed by the crt-d. Technical services (ts) suspected the barostim device was contributing to noisy signals observed after the procedure. Ts recommended turning on non-sustained ventricular tachycardia (nsvt) and sam alerts. This crt-d remains in service. No adverse patient effects were reported.